Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a technician. This is an ancillary service event. The cause of the damaged battery is unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.